Manufacturer narrative:
Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08645 inches. Device was received with cracked lcd display window, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was in intensive care unit for two days due to diabetic ketoacidosis on (B)(6) 2017 8:30 pm with blood glucose of over 738 mg/dl, patient's current blood glucose: 302 mg/dl. The customer experienced symptoms such as nausea, cold, vomiting, dizzy. The customer was treated with pump. Customer was in emergency room as a result of high blood glucose. Customer reports they have not contacted their healthcare professional regarding the high blood glucose level. The customer was wearing the insulin pump during the hospitalization. Customer is not calling back to perform an hp test . The insulin pump will not be returned for analysis.